Event description:
It was reported that the patients left ventricular (lv) lead was exhibiting high threshold levels. The lead was capped and replaced with an epicardial lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.